Event description:
It was reported that a patient requested that the device be explanted without replacement or continuation of therapy as she had pain at the incision site. It was noted that stimulation wasn¿t helping the patient¿s pain and the device was explanted. It was reported that upon visual inspection of the device, the doctor noticed corrosion in the header. It was noted that the patient suffered no injury or adverse event. It was further reported that battery depletion was not normal and the patient recovered without sequela. It was noted that a manufacturing representative was not contacted to reprogram or troubleshoot at the time when the patient requested the explant.

Manufacturer narrative:
Product ID 3487a-56, lot # v473342, implanted: (B)(6) 201, product type lead; product ID 37743, serial # (B)(4), product type programmer; patient product ID 3708220, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3776-75, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3487a-56, lot # v473342, implanted: (B)(6) 2010, product type lead. (B)(4).

Manufacturer narrative:
Analysis of the stimulator, serial (B)(4), found no anomaly. The reported observation of corrosion in the header was body fluids that were between the tecothane connector cover and the lsr rubber underneath. This had no impact on the device function and was only a cosmetic visual observation. Analysis of the extension, serial #(B)(4), found the body cut through and segmented. There was no significant anomaly. Analysis of the lead, lot #v193028024, found the proximal end connector not completely seated in the stimulator connector port. The setscrew was found to be tightened partially on the #1 connector and partially onto the insulation between the #1 and #2 connectors. A known good lead was able to be completely inserted into the connector port.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Upon additional review, it was determined that device code (B)(4) did not apply to the event. Normal battery depletion was marked no as the patient requested that the device be removed prior to complete depletion.